Event description:
Siemens was notified on 12/02/2014 that during maintenance there was an attempt to connect the service lap top with the table without result. It as reported that the service button was not switched to the off position when rt therapist was connected with an extension cable. When maintenance was finished the pt was positioned on the table. The table had to be moved 2mm laterally to the left side after control image and this was done by rt therapist. The table moved to the end the first time. The second time, this motion was stopped by pressing the red button. The pt was removed from the table. By presetting f6 the table always moved to the left and out of target position. Then switching the service button to off position, there was no change. The linac was rebooted and then worked afterwards without error.

Manufacturer narrative:
Siemens became aware of the reported event on 12/02/2014. This MDR is being mailed on 12/30/2014. The investigation is on-going and a supplemental report will be submitted upon completion. (B)(6).